Event description:
It was reported that the pump issued an alarm 20 during operation. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was arranged by technical support. The customer was instructed on returning the faulty pump with a pre-paid label and confirmed their understanding of the procedure.